Event description:
On 5/1/1998 npb received info alleging the batteries had leaked in a nellcor multi-function monitor model n-1000 and the spo2 was out of calibration. The caller stated "the unit had been sitting for a while". Reportedly, he tested the unit with an src-2 and got readings of 94% saturation when 81%+/-2 saturation is expected. No pt involvement.